Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending artery with heavy calcification, moderate tortuosity and 90% stenosis. A 6f sheath was used. After ablation with 1.75¿ rota, the 2.75x12¿ nc trek neo was used for pre-dilatation, but the balloon ruptured at 6 atmospheres during the first inflation, due to heavy calcification. It was noted that during preparation of the nc trek balloon, the device was not soaked, but was wiped with a gauze soaked in saline. Dilation was performed several times by using non-abbott 2.75x10¿ balloon. A 3.0x18¿ xience skypoint stent was deployed and post-dilation was performed with a 3.0x12¿ nc trek neo. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 - device code 2017 clarifier - incorrect prep